Event description:
It was reported by service report that the load wheel horn was broken on the headsection. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result - load wheel horn.